Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the forearm shunt. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported.